Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was damaged, both bays were not charging. It was noted one of the broken bays could not be removed (glued), contacts were not connected to the main board, there were components missing and loose inside the unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to tampering and improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device had an intermittent issue of not charging battery devices. According to the report, four bays on the universal battery charger device stopped charging batteries one bay at a time and now was not working anymore. It was further reported that the charging bay couplings were coming apart. There was no patient involvement reported. It was not reported if there was patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information becomes available a supplemental medwatch would be submitted accordingly.